Event description:
As reported by the study, this pt was admitted with a nstemi within 24 to 72 hours of admission. Pt received two cypher select stents in the proximal lad. At the 24-hour interval to discharge, ck was 2 times above the upper normal limits; ck-mb was less than two times above the upper normal limits and troponin was two times above the upper normal limits. This was classified as a non-q-wave mi ,and it was undetermined if it was target vessel related. There was no evidence of stent thrombosis. It did not require CABG or re-pci.

Manufacturer narrative:
This device is distributed outside the united states: however, it is similar to the united states product. This device is one of two products associated with this event . Pease refer to MFR report # 9616099-2008-00871. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.